Manufacturer narrative:
(B)(4). Batch # p9129w.

Event description:
It was reported that during an unknown procedure, an alleged issued occurred "the white cover sheet off". It is unknown how the procedure was completed. There were no adverse consequences for the patient.